Event description:
It was reported to boston scientific corporation that a resolution clip device was used for post polypectomy, performed on (B)(6), 2011. According to the complainant, during the procedure, they placed the clip onto the tissue however, the clip would not release from the catheter. It was reported that there was no additional bleeding or tissue damaged caused by this event. The clip was removed with the delivery catheter and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past it's expiry. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.